Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in ireland. On 10-october-2024, it was reported by the patient that 20 infusion set cannula was crimped within 3 hours of use. Infusion set was placed in abdomen. No further information was available.